Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the marionette lines with juvéderm® volift¿ with lidocaine. The patient reported "late onset nodules," ¿two lumps that gradually became harder¿ at the injection site. The skin above was ¿red¿ and was starting to get ¿painful¿ when the area was pressed. The patient then noticed the right marionette was ¿more compact¿ than the left but did not address it until it became ¿red and sore.¿ the patient was placed on a course of dalacin. The physician concluded that the event was ¿infected granuloma¿ and suspected that the concomitant prednisone use for the hip inflammation along with the infections were the triggering cause. "Biofilm" was also suspected, but no diagnostic testing was reported. The patient had experienced a long-term respiratory infection a couple of months previous to the events. The patient came in for another consultation 4 months later and had much less redness and felt less pain in connection with palpation. The patient was treated with hyalase. Two days later, the patient was seen again and noted that the ¿lumps had gone down more but the area remained compact.¿ the patient was treated with more hyalase. During another consultation, the patient has still a little ¿sore¿ when palpated and the injector felt that it was more ¿compact¿ but it was noted that the lumps were gone. The symptoms are ongoing.